Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed sample was received in used conditions without its original packaging. Customer?s reported issue was duplicated. It was observed that the tube is bad positioned with the flange. Resistance was felt when inflating and deflating the cuff; the sample presents a partial occlusion between the inflation line and the flange. The root cause of the reported issue was determined. Incorrect alignment of the tube with the flange as well as lack of detection by the production personnel. Actions taken to mitigate the reported issue: retraining to the production personnel on was conducted by the production supervisor. Update the visual aid in order to add a note to verify the correct alignment of the tube within the flange is met. D4: UDI information is unknown.

Event description:
It was reported that the cuff inflated poorly due to air leak prior to use. No patient injury reported.